Event description:
A cartridge alarm on a tandem mobi pump was reported by the caller, which did not adversely impact the customer's blood glucose level. The issue was confirmed by technical support, who decided to replace the pump. The customer was instructed to return the malfunctioning pump to tandem using a provided return box and pre-paid label, with an understanding of the requirement to do so within 10 days to avoid charges. The customer was also advised to set up the replacement pump by programming their settings and connecting it to their continuous glucose monitor.